Event description:
It was reported that the patient was "symptomatic" and far field r-wave oversensing was noted on the right atrial lead and t-wave oversensing was noted on the right ventricular lead. It was noted that the oversensing occasionally results in inappropriate mode switching and extended pauses where the patient is not tracking. The sensitivity was reprogrammed on the right ventricular lead and the device pacing mode was reprogrammed from ddd into mvp mode. Both the atrial and ventricular leads remain in use. No further patientcomplications have been reported as a result of this event.